Event description:
The emb-080-4f catheter was inserted in a pt's vessel during a femoral embolectomy procedure. Approximately 1/2 inch of the tip of the catheter broke off in the pt's vessel. A second catheter was used and the balloon would not inflate. A third catheter was used and was successful. The tip of the first catheter was left in the pt's vessel.